Event description:
Customer's family member reported receiving a reading for pt of 55 mg/dl before eating breakfast and being given their regularly scheduled medication. Customer was given tablets to raise glucose levels. Shortly after, the customer was found on the floor by their parents an had gone into a seizure. Customer was given an injection of glucagon prior to the paramedics arriving. Paramedics provided honey to stabilize the customer while being transported to the hosp.